Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("endometritis") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C61060, c31080) inserted. The patient's past medical history included migraine, headache, pregnant, vaginal bleeding, migraine, urinary tract infection, adenomyosis, uterine bleeding, fibroids, menometrorrhagia and menorrhagia. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supra cervical hysterectomy bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometritis and genital haemorrhage outcome was unknown. The reporter considered endometritis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: stop date of essure was changed from (B)(6) 2015 to (B)(6) 2015. As per mr- removal date- (B)(6) 2015. There were 3 to 8 coils visualized after the device was deployed on both sides. Concerning the injuries reported in this case, the following one/ones were reported via medical record:endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and patient demographic added. Event endometritis were added from mr. Historical condition was added. Added lot number. Removal surgery details updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), endometritis ('endometritis') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. C61060-inv, c31080-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, gravida, vaginal bleeding, migraine, urinary tract infection, adenomyosis, uterine bleeding, fibroids, menometrorrhagia and menorrhagia. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the endometritis, genital haemorrhage and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: stop date of essure was changed from (B)(6) 2015. As per mr- removal date- (B)(6) 2015. There were 3 to 8 coils visualized after the device was deployed on both sides. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via medical record:endometritis. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and adenomyosis. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) were resolved. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. C51080) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, gravida, vaginal bleeding, migraine, urinary tract infection, adenomyosis, uterine bleeding, fibroids, menometrorrhagia and menorrhagia. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), adenomyosis ("adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the endometritis, adenomyosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: stop date of essure was changed from (B)(6) 2015 to (B)(6) 2015. As per mr- removal date- (B)(6) 2015. There were 3 to 8 coils visualized after the device was deployed on both sides. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and adenomyosis. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometritis. Lot no: c61060-inv, c31080-inv. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received.lot no. Were added. Event:vaginal hemorrhage were added. Outcome: bleeding were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. C51080) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, gravida, vaginal bleeding, migraine, urinary tract infection, adenomyosis, uterine bleeding, fibroids, menometrorrhagia and menorrhagia. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), adenomyosis ("adenomyosis") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the endometritis, adenomyosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: stop date of essure was changed from (B)(6) 2015 to (B)(6) 2015. As per mr- removal date- (B)(6) 2015. There were 3 to 8 coils visualized after the device was deployed on both sides. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("endometritis") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C61060-inv, c31080-inv) inserted. The patient's past medical history included migraine, headache, gravida, vaginal bleeding, migraine, urinary tract infection, adenomyosis, uterine bleeding, fibroids, menometrorrhagia and menorrhagia. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supra cervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometritis and genital haemorrhage outcome was unknown. The reporter considered endometritis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: stop date of essure was changed from (B)(6) 2015 to (B)(6) 2015. As per mr- removal date- (B)(6) 2015. There were 3 to 8 coils visualized after the device was deployed on both sides. Concerning the injuries reported in this case, the following one/ones were reported via medical record:endometritis. Most recent follow-up information incorporated above includes: on 9-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2015, 15 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.